Event description:
A surgeon reported an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The preoperative astigmatism was not corrected. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).